Event description:
On (B)(6) 2009, the patient reported that insulin was pooling at his infusion site and he has noticed this with the past 3 infusion set headsets he has used. He stated that when he boluses the infusion site becomes wet and he changes the headset. He stated that the issue occurred this morning and when he changed the headset there was a slight bend in the cannula. He uses his abdomen as an infusion site and stated he has "thick skin" but he does avoid scar tissue. No physiological effects were reported. The patient was sent an infusion set insertion device and replacement infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.